Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was not confirmed. The root cause of the se 2240 is due to air being sucked into the disposable because the supply bag became disconnected from the supply line (without falling). A labeling review found the patient at home guide to be adequate for the potential use/user error identified in this incident. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during use during initial drain. The baxter technical representative (tsr) explained the alarm. The home patient (hp) stated that he accidently disconnected one of the lines while he was connected. The tsr instructed the hp to start over with new supplies. The tsr assisted the hp to end therapy. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. The writer contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2011 regarding the home patient (hp) having system error (se) 2240. The pd rn was not aware of the alarm. The pd rn would follow up with the hp regarding the alarm and for re-training purposes. Per the pd rn, the hp was continuing therapy without any other complications. No further information was provided. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed a follow-up MDR will be submitted if additional information is obtained.